Event description:
Noise was noted in the image when surgery started. It became stronger during meniscal repair and screen became blank. Surgery was delayed for 3 hrs until s&n svc staff brought in a back-up. No injuries were reported.

Manufacturer narrative:
Camera head is not being returned for eval; therefore, no determination could be made for the reported device failure.